Event description:
It was reported that "the arm was moving on its own with no user interaction. Rebooting did not resolve the issue" the c-arm was intermittently rotating on its own. No injury reported. A field engineer was dispatched to the site and determined that the c-arm control switch inserts needed to be replaced. Once this was completed the system was working as intended.